Event description:
When priming the mps system I noticed a leak from the top of the additive cartridge. I replaced the additive delivery line, and it was still leaking. I then replaced the additive cartridge. Upon inspection I was able to see that a plastic nipple from inside the luer connection on the cartridge had broken off into the additive line.